Event description:
On (B)(6) 2014, a customer in (B)(6) reported an unexpected negative antibody screen when using capture-r ready-screen (4) on a galileo instrument.

Manufacturer narrative:
(B)(4) immucor field service engineer visited customer site on (B)(6) 2014 and determined that the instrument was operating as expected. Well images were transferred to european immucor technical support for assessment. As a result, it was determined that the sample used was hemolyzed.